Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that screen was dark and did not power on. The field service engineer (fse) found the station powered on upon arrival, with drawer 4 unresponsive. Fse performed a field test and identified a defective drawer controller, which was replaced. After powering on, the module controller showed no light emitting diode (led) indicators, so the module controller was also replaced. Fse verified operation via hardware test application and verified user access via med application inventory count. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was black and made a noise. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.